Manufacturer narrative:
A service technician was dispatched who could confirm the reported behavior. The log file evaluation revealed that deviations on a certain pcb have occurred during the previous months repeatedly. This specific board controls the function of dosage valves and, if it exhibits malfunctions, no adequate control of an automatic ventilation episode would be possible. The device is designed to initiate a reboot to remove the error condition; if the deviation can be cleared the device will continue to ventilate with previous settings. This reboot was observed by the user; that the device came back on when the user pressed a button has no causal connection and is a pure random parallel occurrence. The 15 year-old device was not returned to use since no spare parts are available anymore. The device alerts the user by a corresponding alarm if a reboot is triggered and switches to manual ventilation autonomously. For the duration of the reboot procedure the user may continue patient support by means of the embedded manual breathing bag; oxygen will be fed into the airway system via a bypass directly from central gas supply. If the reboot does not restore stable function or if an identical error condition occurs within the next 10 minutes the device will enter the so-called safety mode where manual ventilation with default oxygen flow will be proceeded. This default oxygen flow can be adjusted to the patient's needs manually. The device clearly indicates it by means of dedicated alarm messages when it enters such state. The behavior is explicitly described in the IFU. Dräger finally concludes that the device responded as specified upon a component failure and that the reported issue does not incorporate a previously unidentified or falsely assessed risk. A malfunction of an electronic subsystem after more than 15 years of operation is considered acceptable.

Event description:
It was reported that the device shut down ventilation during a procedure but resumed function shortly afterwards when the user pressed a button that wasn't further specified. The patient support could be continued without further problems. After end of treatment the device reportedly entered a non-functional state. No patient consequences have reportedly occurred.